Event description:
It was reported that during a left laparoscopic nephrectomy procedure, after loading the first clip into the jaws of the device, it was noticed that the clips not forming at all. The next clip did not automatically advance into the jaws of the instrument. The site used another instrument for the procedure. There was no patient consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Information anticipated but unavailable at this time.